Manufacturer narrative:
B5: previously stated the lens was exchanged on (B)(6) 2020. Corrected information: on (B)(6) 2021 the lens was explanted. It was later replaced with a shorter lens. Claim# (B)(4).

Manufacturer narrative:
Weight, ethnicity, race - unk. Date of event - unk. This product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -9.0 into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2020 the lens was exchanged with a shorter lens due to excessive vault. The problem was resolved. The cause of the event is reported as unknown.